Event description:
It was reported that during an unrelated medical procedure this pacemaker exhibited oversensing in the atrium and ventricle channel. In addition, different intracardiac amplitude waveforms were noted. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.